Manufacturer narrative:
The insulin pump was received with a scratched case, a pillowing keypad overlay and a serial number label fading. The test reservoir does lock properly inside the reservoir tube. However, the pump was also received with a blank display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage was also found on the motor, vibrator, battery tube and force sensor during visual inspection. No moisture damage found on the keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that they got low battery even after changing battery. Customer stated that the display was not blank less than 30 seconds. Customer also stated that the battery cap was neither damaged nor corroded. Customer stated that the display returned on insulin pump restart. Customer stated that the insulin pump was exposed to moisture. Self test was performed and it was passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.